Manufacturer narrative:
Device not returned for evaluation; follow-up information from company representative. No conclusion can be drawn at this time.

Event description:
It was reported that during a balloon kyphoplasty procedure, the radiopaque bead at the distal end of the balloon remained in the patient's pedicle which was confirmed by an x-ray image. The doctor did not attempt to remove it and was able to successfully complete the procedure. The patient was reported to be recovering well with no clinical sequela.